Manufacturer narrative:
Product analysis: no product was returned.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, vascular access bleeding was reported which required multiple blood transfusions and vascular surgery repair. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.